Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. The medical records allege that, on (B)(6) 2023, patient underwent port placement procedure. Therefore, the investigation is inconclusive for the reported unspecified infection as there was no objective evidence provided in the medical record for this port. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based on the available information the definitive root cause could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.